Event description:
Litigation alleges that patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery, and/or other injuries presently undiagnosed. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information, dob, doi, and side of implantation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.